Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported to olympus the video connectors on the visera elite video system center are broken and cannot be connected. This report is being submitted for the malfunction found during preparation for use. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. The device was returned to olympus for evaluation where service confirmed the customer's complaint, the pins were bent in the input where the camera attaches. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the phenomenon was the video connector pin was bent. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Confirm that the electrical contacts inside the video connector socket of this instrument are not damaged. Confirm that the video connectors of the videoscope / camera head are not damaged." It is probable that the indicated phenomenon was caused by the bent terminal of the video connector receiver. The definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.